Event description:
It was reported that during an acl surgery the t2 anchor did not deploy. Anchors were removed from patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.